Event description:
It was reported that suture placement in the left common femoral artery with a prostyle device using the pre-close technique via a 12f sheath hole prior to an interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a large-bore sheath and the procedure was completed. Reportedly post procedure, a suture break occurred during knot advancement. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.